Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was that the patient was extremely sick prior to receiving barostim and the event was not caused by the procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(6).

Event description:
A barostim system was scheduled to be implanted for an inpatient on (B)(6) 2025, however the procedure was aborted because on delivery to operating room, the patient's oxygen was at 71. The patient was diuresised and as of (B)(6) 2025, the patient looked good and ready for their implant procedure. On (B)(6) 2025 the barostim system was implanted. It was noted that the patient was class 4 hf at the time of implant. During the procedure, the patient's blood pressure continued to be treated. Following the procedure and while in the pacu the patient's blood pressure remained normal in the high 90's, and the device was activated at 1.0ma. Later that day, it was reported that the patient passed away. Per the physician, the patient became hypotensive and unresponsive and went into asystole, and their crt did not fire. It was noted that due to medtronic's case load there was no interaction testing done. Per the provider, the patient was extremely sick prior to receiving barostim and the event was not caused by the procedure.